Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user that there was too much bur movement for the device to be used safely. Too much bur movement could result in unintended cutting during a procedure. There was no significant delay, no medical intervention, and no adverse consequences reported with this event.

Event description:
It was reported by the user that there was too much bur movement for the device to be used safely. Too much bur movement could result in unintended cutting during a procedure. There was no significant delay, no medical intervention, and no adverse consequences reported with this event.